Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result on a direct tested nasal swab with ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed with pcr on a nasopharyngeal swab performed on the same day and generated negative results. There was no patient harm due to test results. The patient previously had covid back on (B)(6) 2021 and was hospitalized for 10 days.

Manufacturer narrative:
Additional information: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.